Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the top of the cartridge near the patient line. Customer reverted to an alternate pump. There was no adverse impact to the customer's blood glucose level.